Event description:
The venous reservoir clotted off three hours into bypass. The unit was removed and replaced and the procedure completed without further complications. No pt injury occurred. No further details provided. The unit was discarded by the hosp.